Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, no image was due to faulty circuit board. The following is stated in the instructions for use: "chapter 9 troubleshooting: never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of a bad video socket was not confirmed. However, a faulty patient board set was discovered and causing no image to appear when 180 scopes were used. Furthermore, the video connector needs to be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his evis exera iii video system center due to a video connection issue noted during preparation for use. Additional details relating to the patient and the event have been requested, but are unknown at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the printed circuit board was failing. This report is being submitted to capture the failed printed circuit board noted during device evaluation.